Event description:
It was reported that the right ventricular (rv) lead was found to have high thresholds and pacing was unable to capture the day after implant. The lead was confirmed to be dislodged from the original positioning. The lead was repositioned to resolve the issue. No additional adverse patient effects were reported.